Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard/davol flat mesh (device 3) may have caused or contributed to the events as alleged. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the flat mesh (device 3), additional emdrs were submitted to represent the other bard/davol devices.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2002, the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device 1) and an unspecified bard/davol perfix plug (device 2). It is alleged that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device 3). As alleged, on (B)(6) 2013 and (B)(6) 2017, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the two (2) bard flat mesh and the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."